Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: synthes sales rep. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during hand surgery, a screwdriver handle was not connecting to the screwdriver shaft and a depth gauge with a bent tip. There were few different shafts tried but was unsuccessful in getting a connection. There was no surgical delay. Procedure outcome was successfully completed. The patient was not affected. Concomitant device: unknown screwdriver shaft (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).